Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient with disposable defibrillation/ECG electrodes and the device powered on. According to the reporter, when the leads button was pressed to switch to paddles lead, the device alarmed connect electrodes and would not monitor or shock the patient. The patient was not resuscitated but the reporter stated the alleged device malfunction did not cause or contribute to the patient's death because the patient was not viable.